Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient was treated with oral antibiotics (date and duration not reported) due to inflamed hair follicles at the implant site. The implanted device remains.